Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the hose of the drain bag was bent. Therefore, it was non functional.

Manufacturer narrative:
The reported event was confirmed cause unknown. A potential root cause for this failure mode could be "incorrect assembly operation /components placement / accessories. (Incorrect assembly)". A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The investigation is concluded, and no additional action is required at this time. The instructions for use were found adequate and state the following: "directions for use: visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. 1. Remove protective cap from drainage tube catheter adapter and connect drainage tube to catheter. 2. Position hanger on bedside rail, using string or hook. 3. Use sheeting clip to secure drainage tube to sheet. Important: hang drainage tube in a straight fashion from bedside to drainage bag. Ensure that the drainage bag is placed near the foot of the bed. 4. If using a urine meter, it may be emptied in two ways: a. To empty into the bag, grasp the bottom of the meter and lift up. To ensure that the meter empties completely, lifting again is recommended. B. To empty urine meter into receptacle, twist green portion of drain valve to the left; to close, twist green position of the drain valve to the right. 5. To empty bag: a. Remove outlet tube from housing; gently squeeze connector arms and pull tube from housing. B. Release clamp and empty bag. C. After emptying, reclamp outlet tube and slide connector into housing until connector arms engage. Note: if specimen is required, see directions for using urine sample port. 6. Periodic observations of this system should be made to ensure that urine is flowing freely. If a standing column of urine is observed, check for correct positioning of bag and then for a physical obstruction. If correct positioning or removal of physical obstruction does not allow free flow, the bag may have to be changed. 7. If bag is not positioned correctly, urine may bypass the meter and go directly to the bag. Reposition bag as necessary. Directions for using bard ez-lok® sampling port: bard ez-lok® sampling port accepts a luer-lock or slip tip syringe. 1. Kink drainage tubing a minimum of 3 inches below the sampling port until urine is visible under the access site. 2. Swab surface of site with antiseptic wipe. 3. Using aseptic technique, position the syringe in the center of the sampling port. The syringe should be held perpendicular to the surface of the sampling port (at approximately 80-100 degree angle). Press the syringe firmly and twist gently to lock the syringe onto the sampling port. Note: improper penetration technique could cause formation of a drop of urine on the surface of the sampling port. Periodic observation of the sampling port is recommended. 4. Aspirate desired volume of urine. 5. Unkink tubing and send specimen to laboratory." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the hose of the drain bag was bent. Therefore, it was non functional.